Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed to treat grade 3-4 function mitral regurgitation (mr). The steerable guide catheter (sgc) was prepared per the instructions for use and inserted across the septum without issue. The clip delivery system (cds) was prepared per the instructions for use and advanced through the guide. When the clip was advanced to the left atrium, the sgc came out of the septum and back into the right atrium. The clip was pulled back so the sgc could be inserted back into the septum. The arm of the clip became stuck on the sgc. The clip was easily freed by advancing forward. However, because the clip arms interacted with the guide, the physician opted not to use the clip. There was no evidence of damage to the cds but it was decided to exchange the cds. The procedure was completed successfully reducing the mr to grade 1-2. No additional information was provided.

Manufacturer narrative:
Returned device analysis did not confirm the reported difficult to remove the clip delivery system (cds) from the steerable guide catheter (sgc). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated and a cause for the reported difficult cds removal from the sgc associated with the clip becoming caught on the sgc soft tip cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.d9: the device was available for evaluation.